Event description:
As reported to coloplast though not verified, patient experienced abdominal pain, dyspareunia, bleeding and urinary leakage.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.